Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used to treat a pancreas tumor. According to the complainant, after dilating the stricture with a 6mm hurricane balloon, the physician attempted to pass the stent delivery system through the common bile duct stenosis. During this attempt, the stent delivery system kinked and could not cross the stricture. The stent delivery system was removed with the stent still fully constrained. The physician dilated the stricture again with the 6mm hurricane balloon and the procedure was successfully completed with another wallflex fully covered stent. There were no patient complications reported as a result of this event. No further information is available.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.